Manufacturer narrative:
(B)(4). G2: foreign: event occurred in australia. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip girdlestone procedure due to infection. All implants were removed and the patient may receive new custom implants in a few months. Attempts have been made and no further information has been provided.